Event description:
Patient reported obtaining back-to-back glucose results of 360 mg/dl, 155 mg/dl, 240 mg/dl, 170 mg/dl, and 109 mg/dl, while using the suspect device. Patient reportedly performed an additional set of back-to-back tests, 4 days earlier, with results of 139 mg/dl, 171 mg/dl, and 96 mg/dl. Patient noted that on both occasions, he was exhibiting symptoms of hypoglycemia at the time the results were obtained. Patient self-treated by eating. No injury was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.